Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test with no error alarms. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone that the customer had several signal too low alarms and unexpected restart alarms. The mother also reported their bolus, basal and time settings were lost on the insulin pump. The mother also reported the battery was not inside the insulin pump when the alarm occurred. It was also found the alarms were recurring during normal use. The customer agreed to return the insulin pump for analysis.